Manufacturer narrative:
The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable.

Event description:
Wcq received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and tvt-o was implanted. It was reported that the patient experienced chronic pelvic and groin pain, bladder dysfunction, recurrent urinary tract infections, vaginal discharge, and sexual dysfunction. No additional information was reported.